Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entanglement on guide wire occurred. An opticross imaging catheter was selected for use. During the procedure, the opticross imaging catheter got entangled with the unknown guidewire inside the guiding catheter and the catheter was difficult to remove from the patients body. The physician then removed the device with the whole system by pulling out forcefully from the guiding catheter and it was noted that the guide wire exit port of the opticross imaging catheter was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entanglement on guide wire occurred. An opticross¿ imaging catheter was selected for use. During the procedure, the opticross¿ imaging catheter got entangled with the unknown guidewire inside the guiding catheter and the catheter was difficult to remove from the patients body. The physician then removed the device with the whole system by pulling out forcefully from the guiding catheter and it was noted that the guide wire exit port of the opticross¿ imaging catheter was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.